Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿output too high ". The unit was triaged and the reported issue could not be confirmed at this time; the device turned on under both ac and battery power. The settings on arrival were a feed rate of 100 ml/hr with 10 ml fed, as well as a vtbd of 10 ml. The device was run at the incoming settings for 11 minutes, successfully delivering the vtbd 2 times. The device was then run at a feed rate of 400 ml/hr for 56 minutes with no errors occurring. Re-certification was then passed by the device. The device was set to run at 125 ml/hr, and after 15 minutes the average rotor timing was measured. At this setting the device should have an average rotor timing of 9.2-11.2s. The device had an average rotor timing of 10.18s, measured with a stopwatch (cl-14365). The device was then set to run at 150ml/hr and would do so for 30 minutes to complete the volumetric accuracy test. The device would optimally deliver 75ml of fluid during this time. The device has a tolerance of +-10% meaning the device can deliver between 67.5-82.5ml of fluid and be considered accurate. The device delivered 76.4 ml of fluid, measured by mass and converted back into ml. The device passed both rotor timing and volumetric accuracy tests. Unit has been tested and recertified in accordance with the procedure. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported the pump output is too high.